Event description:
It has been reported that the device is failing self-test.

Manufacturer narrative:
The event reported under this MFR report number 3030677-2023-01321 (ref. (B)(4)) has been found to be a duplicate of the event reported under MFR report number 3030677-2023-01321 (ref. (B)(4)). The investigation for this event is still underway and the results will be provided under MFR report number 3030677-20023-01321 (ref. (B)(4)) only. No other reports will be submitted under this MFR report number.